Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0l42c, implanted: (B)(6) 2014, product type: lead. Product ID: 3037,serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015. Appointment was also noted in (B)(6) 2014. The patient was still having concerns with their device or therapy but have not sought further help. The patient will see their doctor in (B)(6) 2015.

Event description:
It was reported that the patient was not having good results and never had therapeutic effect. She had a loss of bladder control. The patient did feel stimulation at 2.60 and it was not uncomfortable, but wondered if it was ¿high.¿ she only had one program. Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had appointments on (B)(6) 2014 and (B)(6) 2014. Additional information received reports a loss of therapeutic effect. A problem with the patient programmer was reported. The patient programmer seems to be beeping like 10 times in the last week or so. While on the phone the programmer seemed to be working fine. She will continue to monitor this. The patient¿s doctor had assisted her in switching to program 2. Patient had it at 4 volts as she was leaking. At 4 volts it seemed high but every day was different with the leaking. It seems high and sharp pains in that area when increasing to 4 volts. She had tried to lower but depends on the day if real active she had to turn down and change amp. When turn stimulator on it beeps about 10 times and doesn¿t always connect. The patient was not sure its beeping so much sometimes beeps when increasing it. The beeping started about a week ago. The leakage started all along. The patient needed to keep increasing. The first week in (B)(6) went to program 2. The patient wanted to try program 3 and will see if this helps at all with the leakage.